Manufacturer narrative:
A product investigation was performed for this device. The actual devices were not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken im nail was replaced with a 10mm x 360mm, standard nail using two proximal screws and two distal screws. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fracture of the right femur; was found to be broken during a follow up visit.